Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise resulting in t-wave oversensing was noted on the right ventricular lead. An x-ray was performed and no issue with the lead was observed. Device reprogramming was suggested. The device will be monitored and no further intervention was performed at this time. The patient was in good condition with no adverse consequences.